Event description:
The service center was informed that during an onsite reprocessing observation with an endoscopy support specialist (ess) it was noted that the customer not brushing or flushing the suction valve during manual cleaning. The customer was also skipping cleaning steps on the leak testing, air water cleaning adapter, suction valve, air water valve, and biopsy button. There was no patient infection, patient involvement or device positive culture reported. This is report 2 of 3.

Manufacturer narrative:
The device will not be returned to the service center for evaluation. As part of our investigation, on 27may2021, the ess returned to the customer¿s site to provide an in-service with the staff that included: cleaning and disinfecting information as contained in the on-track document. The ess recommended that the customer follow all olympus reprocessing procedures as documented in the on-track forms and reprocessing manuals.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the legal manufacturer presumed that the staff was inadequately trained in handling or reprocessing in accordance with IFU. IFU : operation manual 6.2 manually cleaning the accessories. 5 with the channel cleaning brush part of the single use combination cleaning brush(bw-412t) or the channel cleaning brush (bw-20t), brush the interior and openings of the suction valve (mh-443), the air/water valve (mh-438), and the biopsy valve, until debris can no longer be seen.